Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation.

Event description:
A us distributor reported that a patient had developed a rash under the device. There is no indication of a device malfunction that caused or contributed to the reported irritation. The patient's physician prescribed the patient cortisone cream. The patient's irritation improved.